Manufacturer narrative:
Eval method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that her blood glucose was above 500 mg/dl and she was dehydrated, throwing up, and felt very ill. Pt delivered a correction bolus and her blood glucose started to decrease. Pt was encouraged by company rep to seek medical attention. Company rep left a message with pt's clinical trainer. F/u was completed with pt approximately 12 hours later, and pt reported that she just got out of the hospital. She was treated with fluids and was kept in the emergency room for approx 3 hours. Pt was not given any insulin at the hospital. Normal blood glucose range is 150-190 mg/dl. No error messages were received on the infusion device. Infusion set, cartridge, adapter, and battery were used per specification. Troubleshooting did not reveal any product concerns. F/u was completed with pt on (B)(6) 2011. Pt reported she does not know what caused hyperglycemia, and the hospital was not able to find the cause either. No product was requested for eval.